Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the cage glenoid and the bone, which led to aseptic (non-infected) anatomic glenoid loosening. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were not provided. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant device(s): 300-10-15, (B)(4) - equinoxe replicator plate 1.5mm o/s; 300-20-02, (B)(4) - equinox square torque define screw drive kit; 310-01-41, (B)(4) - equinoxe, humeral head short, 41mm (alpha).

Event description:
As reported, approximately 10 months post of initial left tsa, this (B)(6) y/o female patient was revised due to the glenoid component becoming loose. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.